Event description:
It was reported that the patient had a surgical procedure for which the pacemaker recorded ventricular episodes with noise over sensing. Sensed noise did not reset timing. The device continued normal operation afterwards and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.